Event description:
Piece of gildewire sheared off during attempt at venous access. Guidewire seen in right groin by x-ray. Later x-ray revealed migration to left lung. Piece of glidewire remains in leg also.